Event description:
During a low anterior resection procedure, the instrument cut but did not staple. The sureon applied another device to correct this condition. Additional tissue was resected. The hospital has reported that the patient's status is satisfactory.